Manufacturer narrative:
Product complaint # (B)(4) investigation summary analysis summary: no product return. No logs available. Mechanical interaction with blood/hemolysis: the cause of the hemolysis was use related to improper positioning as the hemolysis resolved after the pump was repositioned. Device in wrong position: the cause of wrong position issue most likely use related since they positioned pump deep during reposition device history lot device lot: 1976057 device history batch subcomponent lot : n/a device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The patient was a 70-year-old male with known coronary artery disease (cad) who underwent impella cp placement for cardiogenic shock secondary to acute myocardial infarction (ami/cgs). During support, hemolysis was observed. Bedside echocardiography revealed that the device was positioned too deep within the left ventricle. The impella was repositioned from 8 cm to 3.6 cm, and hemolysis began resolving within 30 minutes. The patient survived following device explant.

Manufacturer narrative:
Hemolysis is a recognized potential adverse event associated with impella devices, as documented in the instructions for use (IFU). The IFU notes that improper positioning of the pump, particularly when advanced too far into the ventricle, can increase the risk of hemolysis due to altered flow dynamics and shear stress on red blood cells. In this case, the hemolysis was likely attributable to the initial deep positioning of the device, which was corrected by repositioning per standard clinical practice. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "this device was already explanted and cannot be returned. The hemolysis did resolve immediately after repositioning."